Event description:
Extreme hyperglycemia due to insulin pump infusion set problem. Insulin pump seemed to be working fine -wasn't giving any errors- but no insulin was being delivered. After changing my infusion site, I was unable to test my blood sugar for 3 hours due to work. During the course of that time, my blood glucose level rose to 550. I was extremely sick, and had to resort to using back-up injections to stabilize my blood sugar. I was in constant contact with my doctor's office during this time. Yesterday I received a letter from medtronic, the company that supplies my insulin pump infusion sets, calling for an urgent medical device recall of the exact product I was using. Dose or amount: 1 new infusion set. Frequency: every 3 days. Route: sq. Dates of use: 3 hours. 2009. Event abated after use stopped or dose reduced: yes. Diagnosis or reason for use: type 1 diabetes. Event reappeared after reintroduction: no.